Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 2 of 3. Per the home patient (hp), she disconnected and cleared the cassette and bag. She had a question on how to get the last nights reading. Gts explained that a large amount of air had entered into the disposable set, and helped the hp turn the hc on and go to the therapy log. Per the hp the supply bag was leaking. Product surveillance contacted the hp. She stated that the lot number was unknown and no sample was available for the set and the bag. She stated that she went to the doctor, and was hospitalized for 5 days because of her blood pressure. The hp also stated that she had had pancreatitis and was throwing up a lot, but that it was unrelated to therapy. The hp is resuming therapy on the cycler without complications.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by a leak in the supply bag. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4):the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.